Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient's right atrial (ra) lead exhibited high thresholds. The ra lead was explanted and replaced. It was also reported that the patient's right ventricular (rv) lead exhibited high thresholds, oversensing, high impedance, and was confirmed to have fractured. The rv lead was explanted and replaced. The patient was reported to have experienced presyncope as a result of the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.